Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4). Follow up MDR for device evaluation. Three hundred fifty samples were provided to our quality team for investigation. Three hundred forty-nine samples were received in sealed packaging blisters and one sample received with no packaging blister and plastic shield. One hundred twenty-five samples were randomly selected for investigation. A visual inspection was performed with a 30x magnification, and no defects or imperfections were observed. The safety mechanism was activated with no issues of loose/broken needle. The sample received with no packaging blister has no needle and the needle hub has no residue of epoxy. Based on the investigation with the sample analysis the symptom reported is confirmed. This defect could occur during the assembly process if there was a misfeeding of the cannulator. Furthermore, a device history record review was completed for provided lot number 3040029. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. The settings were correct, and the flow of product was good.

Event description:
Material #: 304387. Batch#: 3040029. It was reported that the bd needle safetyglide 23x1-1/2 rb tw needle broke. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Needle broke off at hub when removing item#304387. The customer advised that the patient was being administered euflexxa, the pa administered the injection and as the needle was being removed from the patients knee, the needle broke off of the hub. The needle was almost out and the pa was able to safely remove the needle with no injury to the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.